Manufacturer narrative:
As part of normal complaint f/u an investigation was performed at mako surgical in order to determine root cause. After discussion with makoplasty support personnel attending the surgery, it was determined that the pt involved attempted to stand without the use of their assistive device, and subsequently fell down. Upon falling the pt's leg slipped into an extremely internally rotated position and dislocated their hip as a result. Further discussion with the surgeon confirmed that this dislocation was not a result of the mako devices or if the implants used in the surgery but due to the pt not using their assistive device to stand up.

Event description:
On (B)(6) 2011, a mako rep was notified via voice mail from a surgeon stating that a female pt that received a mako plasty tha procedure on (B)(6) 2011 had experienced a dislocation of her implant. The pt was scheduled for surgery on (B)(6) 2011 at 7am in order to address the dislocation. The attending surgeon stated that the hip was internally rotated. The surgeon explanted the trinity 50mm cup and trinity 32mm neutral 4mm liner and replaced it with larger zimmer 52mm cup and 36mm liner. He also explanted the metafix 32mm medium modular head and metafix sz 3 135 deg lateralised hip stem.